Event description:
On 19th march 2024, rayner received notification from a polish healthcare facility of an event that occurred during use of a rayone spheric rao100c. The event description provided states that during iol implantation the haptic was damaged necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation, the haptic was damaged necessitating explantation and exchange of the iol. The rayone spheric rao100c was explanted and exchanged during the original surgery session without further incident. Surgery was prolonged; however, the healthcare facility has confirmed no injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the plunger was difficult to move. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". In this case, continued injection at the point of expericing difficulty in advancing the plunger is a deviation from the IFU and is likely the causative factor in the lens being delivered in a damaged condition into the eye. Our review of production records for the rayone spheric rao100c batch 123230123 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distirbution from this batch were within tolerance, met specification critieria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 123230123.